Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per preventive maintenance, received a few low flow alerts in an arctic sun device, always saw flow through shunts. Per sample evaluation results on 12mar2025, circulation pump head cross threaded.

Manufacturer narrative:
The reported issue was confirmed. Root cause of the reported issue could not be determined. During evaluation, it was confirmed that the circulation pump head was cross threaded while removing the flow meter. Circulation pump head was replaced. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, e, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per preventive maintenance, received a few low flow alerts in an arctic sun device, always saw flow through shunts. Per sample evaluation results on 12mar2025, circulation pump head cross threaded.